Event description:
New information indicates that the right ventricular (rv) lead experienced high pacing impedance and high capture thresholds due to tissue ingrowth around the lead. No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine follow up. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient condition was stable.